Event description:
Hosp reported the removal cervical stop of a zui uterine injector had been left in pt's vaginal vault for several months. The stop was manually removed at an office visit. There was no pt injury.